Event description:
The customer reported via phone call that he had high blood glucose but not hospitalized. Customer's blood glucose was 436 mg/dl. The customer stated that high blood glucose was due to threshold suspend. Customer was offered to troubleshoot but declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.